Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydro canister lid of the unicel dxc 600 pro synchron clinical system cracked. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the canister lid.